Event description:
A peritoneal dialysis (pd) patient reported being hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient went to a freestanding outpatient urgent care for abdominal pain. The nurse stated the patient did not require any medical intervention and was sent home. However, the patient subsequently went to the outpatient pd clinic (same day on (B)(6) 2025) and had a pd culture obtained. Per the nurse, the pd culture had an elevated white blood cell (wbc) count (7,283) and no organism growth. The patient was initiated on antibiotic therapy utilizing vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip). The patient continued pd therapy with the same cycler and is stated to be recovering from the event. The patient¿s nurse could not identify the etiology for peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient went to a freestanding outpatient urgent care for abdominal pain. The nurse stated the patient did not require any medical intervention and was sent home. However, the patient subsequently went to the outpatient pd clinic (same day (B)(6) 2025) and had a pd culture obtained. Per the nurse, the pd culture had an elevated white blood cell (wbc) count (7,283) and no organism growth. The patient was initiated on antibiotic therapy utilizing vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip). The patient continued pd therapy with the same cycler and is stated to be recovering from the event. The patient¿s nurse could not identify the etiology for peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.